Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the pt's electrode belt cables were ripped out of the monitor. The patient was issued a replacement electrode belt and monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables) was confirmed. Upon investigation the trunk cable and ECG "c&d" cable were pulled from the strain relief. The root cause for the damaged cables was excessive force. Device eval of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to detect an ECG signal due to an improper output from microprocessor u612 on the c/a board. The root cause for the defective u612 component could not be positively identified. No adverse event resulted from the strained cables or defective u612 processor. The patient received a replacement electrode belt and monitor. Electrode belt sn (B)(4), monitor sn (B)(4) manufactured 01/01/2012.